Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The haptic of the zcb00 model intraocular lens (iol) was torn/broken; the haptic looked irregular. As a precautionary measure, the customer obtained a new iol. Extent of patient contact is unknown. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 30-oct-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received stuck to the bottom of the lens¿ daisy wheel. The original folding carton and implant notification card were also received. During a visual inspection, the device was inspected under magnification. The lens was received coated in viscoelastic residue. The lens was cleaned, and no issues were identified. The physical characteristics of the received lens was confirmed to match that of a zcb00 model lens. No further evaluation was performed. The complaint issue "haptic damaged" could not be confirmed during product evaluation, and no other issues were identified. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.